Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic total colectomy - "set up of voyant all standard, plugged into mains, care taken when passing device key out. Plugged into socket two of the generator. Voyant used to identify and ligate the blood vessels (ima and imv), then used for lateral mobilisation of the sigmoid colon. We receive a check device error at approx activation 9 cause a swab in the jaws. We then received an error at approx 22, 26 and 27 as he was activating closely between metal clips. Mr (B)(6) then began the low rectal dissection through the peritoneum and right down the sphincter muscles. It was here where we began to encounter some slight bleeding from the patient (nothing which concerned the surgeon) at approx 126/127 activations on or around the pelvic floor muscles the generator alarmed check device. The scrub nurse cleaned the instrument and tried again, same error, the surgeon checked for non standard materials in the excess fluids in the field. Tried again and got the same error. " patient status - recovering well.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Analysis of the device key activation logs confirmed the incident experience. Upon further inspection, engineering found that the weld between two internal components was broken, which would result in an open circuit and alarm messages during the procedure. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is investigating additional improvements intended to further minimize the potential for this type of incident to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4)